Event description:
Physician reported that he noticed several changes in the programming settings in the patient's recent visit. The physician indicated that some of the settings have changed drastically between the two visits. The physician had made no changes when he saw the patient a few months ago. Programming history was received and it was noticed that the physician had a faulty system diagnostics test, which caused the settings to change. The patient's output currently, frequency and off time had completely changed and it was due to an interrupted system diagnostics test.

Manufacturer narrative:
Analysis of programming history.